Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) unit shut off.

Manufacturer narrative:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) unit shut off. There was no patient harm reported. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the expired 9v battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,h6( clinical & impact)

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) unit shut off. There was no patient harm reported.